Event description:
It was reported that a patient presented with premature battery depletion noted on the patient's insertable cardiac monitor. It was noted the battery was not yet low. No intervention was reported and the patient was asymptomatic.